Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Cyst-ndr: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, left side rupture. The device has been explanted.